Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had severe pain after asr hip implant. Update 11/04/2013 - sales rep reported revision surgery for the right hip. Patient was revised to address pain and implant loosening. Doi and part/lot provided. The complaint was updated on: 11/04/2013. Update 1/9/2014- medical records were obtained for the right hip. Medical records indicate patient was revised due to stem loosening, elevated metal ion levels, metal-on-metal reaction, effusion with metal appearing fluid, dark stained tissues, thickened tissue, osteolysis, and cysts. The stem is being added to the complaint. The complaint was updated on: 01/14/2014. Update received: (B)(4) 2014 - updated mw fields, added left side hip head and cup products amended from dummy pages, added dummy product for stem, added left side revision date, added hospital name, added hospital number, added patient weight (b)(6; this patient weight is for either left side implant date or left side revision date it is not clear when, but is different to the weight provided below from right side details and added left side reason(s) for revision: asr...dr (B)(6) felt both the cup and stem were loose and should be removed and replaced. Dr (B)(6) noticed some metal wear debris within the joint space. (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/29/15 medical records received. After review of the medical records for MDR reportability, the asr sleeve is being added for the right hip for the alleged high metal ions (no labs provided). A correct doi was provided for the left hip. The left hip revision operative note indicated loose stem/sleeve, increased metal ions, pain, and metallic debris. The asr sleeve is also being added for the left hip. The complaint was updated on:10/26/2015.